Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 03-apr-2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant potassium result on an 84 year old femal patient with sepsis and age with electrolyte imbalance. There was no additiona patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2024, collected: 15:27, tested: 15:29, results: < 2.0 mmol/l, sample: venous #1. Method: lab, date: (B)(6) 2024, collected: 15:27, tested: n/a, results: 4.4 mmol/l, sample: venous #2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-may-2024. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n23305, chem8+ cartridge lot h23287 or ec8+ cartridge lot k24009.